Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain further event details to no avail. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg became inoperable and was explanted in (B)(6) 2019 due to it no longer providing effective therapy. No further information was provided.